Event description:
It was reported by service report that the head end of the stretcher drifts down and the right push handle was broken with sharp edges exposed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Push handle.